Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, intermittent malfunction alarms occurred. Customer's blood glucose (bg) level ranged from 135-300 mg/dl. Manual injections were administered to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management. Reportedly, the customer had an alternate pump available for insulin therapy.